Event description:
It was reported that during a routine follow up, it was noted this right ventricular (rv) lead was fractured. Additionally, this lead exhibited noise and oversensing that resulted in inappropriate anti-tachycardia pacing (atp) delivered. High out of range pacing impedance measurements were also observed as well as high capture thresholds. A lead revision was performed and this lead was capped and surgically abandoned. A new lead was implanted. No additional adverse patient effects were reported.